Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt said that when they charge ins it takes about 3 hours to charge which started about a year ago. They said they made a medtronic rep aware of this when they "had to meet with me to have a trickle charge done in january", and was told to call. Pt mentioned rep thought the patients implant might have shifted a bit. Emailed local rep to request a wr recharger be sent to them, so they can get it to the patient. Pt called back to follow up on the status of the wireless recharger. Pss reviewed information and sent another email to the field for visibility. A wireless recharger was sent out due to it taking over 6 hours to charge their implant with their current recharger (insr). A response was received from a manufacturer representative stating they do not have knowledge of ¿shifting¿. Customer service just mailed replacement recharger. Meeting with patient to educate on new device. No further information to provide. Additional information was received from the patient (pt). The pt reported that their rep suggested either a new recharger or possible battery replacement. They are trying out the new designed recharger and issue was still in progress. Additional information was received from the patient (pt). The pt reported that the rep mentioned device shifting justas a thought or possible cause of the recharging issue. The patient would try the new recharger and see if the charging improves, if not then the device will be look at for other possible issues, including shifting. Pt received the new recharger and can charge fine. Pt added that last night it took 1.5 hours to charge from halfway to full. Pt did not say whether it was an issue or not. Pt added that the rep did a trickle charge a while back and pt was advised to not let the device drain all the way down. Additional information was received from the patient (pt). They reported that it was taking them over 6 hours to charge their ins with the insr. An email was sent to repair to replace the desktop charger (dtc).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: c0580215, ubd: , UDI#: b3: date is approximate. Year is confirmed valid. H3: product ID: 37761, serial/lot #: c0580215 was returned for product analysis. Analysis found there was a bent connector pin at the end of the cable assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.